Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, the nurse inserted handle to the shell, then connected adapter and reload to the device, and checked the correct loading with indicator of the display screen, however the screen was darker than usual. Then the surgeon approached the tissue, however the surgeon felt the device reacted slower than usual. The surgeon fired the device, however the firing was stopped at once. Replaced by new reload, the nurse checked the correct loading with indicator of the display screen, however the screen was slightly dark. The surgeon fired the device again, however the firing was also stopped at once, then removed the device from the tissue. They noticed the screen was so dark that hardly to see. Pushed the every button, however the device did not react at all. No calibration sound was heard. As the cartridge stayed on the straight position, the nurse could remove the cartridge from adapter. Replaced by another adapter and new shell, then connected adapter described above, the procedure was completed with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-ope ned and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.